Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported no longer feeling stimulation and is also experiencing pain at the lead site (date of event is unknown). As a result, surgical intervention may be taken at a later date to address the issues.

Event description:
Additional information received identified the patient's scs system was explanted and replaced (scs ipg electively replaced-upgrade). Effective stimulation was restored with the surgical intervention. It was also reported during the procedure, the scs lead was found to be migrated out of the epidural space.